Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received and the reported lot number was confirmed from the packaging label. During visual/microscopic inspection, the device was returned together with guidewire. The guidewire was stuck inside the stent stabilizer due to dry blood. The stent was found to be deployed and not returned. The stent stabilizer was found to be kinked/bent. Dried blood was noted within the stent stabilizer. The stent delivery catheter was found to be kinked/bent. During functional inspection, the stent was found to be deployed and not returned. The stent delivery catheter was advanced through and retrieved from the demo cat guide catheter without difficulties. The stent stabilizer was removed form the stent delivery catheter for further analysis and significant resistance was noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent failed/unable to deploy was not confirmed during the analysis as the stent had been deployed and not returned, and the reported stent delivery catheter friction was not confirmed during analysis, however the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on visual and functional inspections/testing. It was reported that when delivered it to the location and when deploying it, the outer shaft could not be retracted and the stent could not be deployed. Additional information states that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was not tortuous. There was 90% stenosis and calcification at the lesion. The delivery system was repositioned 4 times. The device was returned and the stent was noted to have been deployed and was not returned, the available information states that after removal, the physician did not attempt to deploy the stent on the table (outside the patient¿s body), therefore it is probable that the stent was prematurely deployed during use. The stent stabilizer and the delivery catheter were kinked, the guidewire was unable to be removed from the stabilizer and there was friction when attempting to remove the stabilizer from the delivery catheter. It is probable that the device was damaged during the clinical procedure causing the reported events. An assignable cause of procedural factors will be assigned to the reported events of 'stent delivery catheter friction' and 'stent failed/unable to deploy' and to the analyzed events of 'stent deployed prematurely during use', 'stent stabilizer kinked/bent', 'stent delivery catheter kinked/bent', 'stent stabilizer/catheter friction' and 'stent stabilizer/guidewire friction', as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
Analysis of the returned device revealed that subject stent deployed prematurely during use. There was no clinical consequence to the patient.